Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate electric shocks due to atrial driven rhythm in two episodes. It was decided by the physician to reprogram the device detection zones and modify the patient medication. The patient will continue monitoring in the normal follow ups. The ICD remains in service. No additional adverse patient effects were reported.